Event description:
The customer contact reported a whitescreen error. The device was found in the med surgical dept with a not attached that stated, "device not working." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a hw watchdog error and a whitescreen error. No additional info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing. Further testing found the device did not pass the sdram test which may have caused the whitescreen error. This is due to the som2 hardware module. The hw watchdog error was not duplicated during testing; however, was noted in the device history. The probable cause for the hw watchdog error was a software error. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.